Event description:
The customer contacted the customer care solution center and alleged that the complaint device no longer turned on and that when it was connected the main indicator turned on for a few seconds with a color pattern, but nothing on the screen. The customer also indicated that the loudspeaker on the device no longer worked due to a damaged connection and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.